Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of implant") in a 24-year-old female patient who had essure (batch no. 620723) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included drug allergy. Previously administered products included for an unreported indication: toradol 60 mg and antibiotics. Concurrent conditions included weight loss, mitral regurgitation, tricuspid regurgitation, sulfonamide allergy, shortness of breath, heart disease, unspecified, dyspnea, depression, anxiety, feeling unwell, cramp in lower abdomen, weight increase, abdominal cramps, loose bowel, localised muscle pain, belly ache, nausea, decreased appetite, chest pain, vaginal bleeding, menorrhagia, dysmenorrhoea, heavy periods, uterine bleeding, sleep apnea, heart block, morbid obesity, asthma, dyslipidemia, dehydration, low blood pressure, abdominal pain and morbid obesity. On (B)(6) 2006, the patient had essure inserted. In 2007, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue,") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, unilateral salpingectomy-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, pelvic pain, fatigue and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure coil was protruding from the fallopian tube. Current weight 180 lbs. Approximate weight at the time of essure placement 280 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of implant") in a 24-year-old female patient who had essure (batch no. 620723) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included drug allergy. Previously administered products included for an unreported indication: toradol 60 mg and antibiotics. Concurrent conditions included weight loss, mitral regurgitation, tricuspid regurgitation, sulfonamide allergy, shortness of breath, heart disease, unspecified, dyspnea, depression, anxiety, feeling unwell, cramp in lower abdomen, weight increase, abdominal cramps, loose bowel, localised muscle pain, belly ache, nausea, decreased appetite, chest pain, vaginal bleeding, menorrhagia, dysmenorrhoea, heavy periods, uterine bleeding, sleep apnea, heart block, morbid obesity, asthma, dyslipidemia, dehydration, low blood pressure, abdominal pain and obesity. On (B)(6) 2006, the patient had essure inserted. In (B)(6) , the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue,") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, unilateral salpingectomy-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, pelvic pain, fatigue and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure coil was protruding from the fallopian tube. Current weight 180 lbs. Approximate weight at the time of essure placement 280 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: tubes were blocked. Most recent follow-up information incorporated above includes: on 26-sep-2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, weight gain, abdominal pain were added. Outcome of events abdominal pain, cramping, abnormal bleeding from unknown to recovered/resolved were updated. Lot number was added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.